Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, a technical support specialist verified that the server connection did not have any errors. The user was informed that whether sunrise has an inbound connection issue with the pyxis server, referring to ip address (B)(6). The connection from sunrise system to the pyxis anesthesia cart was restored, and the system was brought back up. The customer later confirmed that the issue was fixed and resolved. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ es server, the anesthesia system was not communicating. Under normal operation, medication removals should reflect on the station and automatically charge to the patient; however, the removals did not appear in sunrise, and no charges were generated. Upon accessing the server and running a report, the medications were shown as removed in the system. However, there were no delays or adverse events or injuries reported based on this event.